Event description:
On august 10th a number of letters were received from the FDA office of surveillance and biometrics. A review of the info found the majority had been previously reported. We could not directly match the info to a known event. Pt reported to FDA that first surgery the wrong size device was used and positioned incorrectly. A revision was done in 2006 and was positioned better. Pt reports never having a good outcome and continued pain.

Manufacturer narrative:
No connection can be made between the reported event and any shortcoming of the device. As no further info was received from the complainant we are closing this complaint at this time.